Manufacturer narrative:
The pump was received with a cracked and detached end cap. Unable to perform the rewind, basic occlusion, occlusion, prime or excessive no delivery tests or verify the motor error alarm due to the detached end cap. The motor was tested outside the device and passed. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm. The blood glucose reading is 162 mg/dl. Nothing further reported.